Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the burns were between the jaws of the instrument and that when they were using hemostasis and sealing, the jaws got severely burned. It was reported unknown to any arcing and there was no problem with the instrument at first, but the time of the details of the issue is unknown. No error were reported and it is unknown if there was a continuous tone while the pedal was pressed or if there was three fast audible tones. It was reported that it is unknown if tissue ever cut that was not sealed. The target tissue is unknown but it was not a vessel. The jaws did not come in contact clip, suture, staple, or other metal objects. It is unknown if the jaws were immersed in liquid. There was no any unexpected additional bleeding experienced by the patient. The surgeon believes that some kind of initial defect or scorching due to a lot of blood sticking is the cause of the reported event. The instrument is available for return. Patient demographics are not available. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sychroseal instrument was analyzed and found the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed on the distal end during testing. Energy log depicts the synchroseal passed seal and cut test successfully. There is a "high initial starting impedance" message in the log illustrating the user tries to seal/transect too much tissue between the jaws. The instrument passed grip force test "4.86964042". No product issue was identified. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the synchroseal instrument had many burns from the beginning of the instrument usage. The user was completing the procedure as planned using a backup synchroseal with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.